Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trouble occurred at the time of exchanging and using the cartridge for the third firing in an esophagectomy/gastric tube procedure. The surgeon attempted to fire, but the handle didn't advance. The cartridge and the handle were replaced with new ones, and they were used without problems. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.